Event description:
It was reported that dr experienced difficulty extracting rasp from the femoral canal during preparation for total hip arthroplasty. Procedure was delayed by approximately thirty minutes as a result of this condition. No injury to pt was reported.

Event description:
It was reported that physician experienced difficulty extracting rasp from the femoral canal during preparation for total hip arthroplasty. Procedure was delayed by approximately thirty minutes as a result of this condition. No injury to patient was reported.